Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated the suspend on low limit was set up at 70 and the pump suspended when sensor glucose was below 70. The customer indicated that the sensor was reading 61, but blood glucose value was 160 mg/dl at the time of incident. They were advised about insertion and calibration best practices. The sensor will not be returned for analysis.